Event description:
According to the complainant a progav was blocked postoperatively. The valve was implanted on (B)(6) 2010. It was removed on (B)(6) 2017 due to the malfunction and returned to the manufacturer. Further details were not provided. Height: 130 cm. Weight: (B)(6) kg.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition). The valve was returned submersed in a unidentified liquid in the provided return kit. Result: first we performed a visual inspection of the progav. No significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability, adjustability, brake functionality and brake force. The shunt assistant has a blockage and the progav valve is permeable. The progav is adjustable to all specified pressures. The brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Finally, we dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. It is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke (B)(4). No further actions required.